Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - herniated disc. It was reported that the patient's neurostimulator (ins) died and they were unable to successfully charge it. Patient stated she wanted to use it because she used it daily. During the call the patient reported she changed the batteries in the patient programmer (pp) and tried to sync with the pp but got poor communication. Patient tried to start a charge using the recharger (insr) and got reposition antenna. Patient stated she tried all night last night and moved it all around but was not successful to charge. Patient stated she last recharged to maybe a quarter, a week, maybe 2 weeks ago, it has been a couple of days since the ins battery died. It was reported that the patient attempted to communicate with the pp without the antenna attached and still got poor communication. No symptoms reported. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) on 2019-jan-04. Initially the rep indicated that the patient was having their ins replaced due to normal battery depletion but then stated that the patient¿s charging is horrendous. They clarified by stating that the ins charging frequency has gotten worse and worse. The rep heard this from another rep. It was unknown when the issue began or when the rep was notified. The rep also noted that the patient has a capped lead. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep spoke with the patient on (B)(6) 2018; at this time she did not mention that charging was worse than normal, but they decided to meet to discuss a possible replacement. Rep, did not believe that the charging was worse than before. Patient told rep that it took her a few hours to complete the charge, which she said had been the same since she had received the implant. The charging became an issue due to a recent move and having less time to sit and charge her scs battery. Patient's weight was unknown. Patient is to meet with her surgeon for a consult, but this has not yet been scheduled. If the rep will be able to take the battery from the explanting hospital, it will be returned. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-03-29. It was reported an elective replacement indicator (eri) was observed. The patient mentioned they had an MRI in (B)(6) 2019 due to an unrelated seizure disorder. The patient stated that when they saw the manufacturer representative (rep) in january, they were told that they had a year left with the ins. The patient reported that when she had the MRI, they found an abandoned lead. The patient stated she had been told ¿everything was out¿ from her first ins. The patient plans to get the entire system removed and replaced with a newer ins. The patient mentioned difficulty charging, stating sometimes she would have to charge all day. The patient also said she spends a lot of time laying down charging (all day, two and a half) days. No further complications were reported/anticipated.